Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with complaints for dyspnea and lightheadedness. It was known that the implantable pulse generator (ipg) device had reached elective replacement indicator (eri) status and it needed to be replaced, but it had not been replaced yet. It was suspected that the patient's symptoms were due to the ipg device changing pacing mode from ddd to vvi related to the eri function. The device was explanted and replaced. No further patient complications have been reported as a result of this event.